Event description:
The customer reported that the ortho provue analyzer falsely interpreted patient results as negatice during type and screen testing. The customer performed repeat testing using the manual gel method and observed positive reactivity. If the falsely graded results were released, the risk of death or serious injury would not be remote. The falsely graded results interpreted by the instrument did not match the visual inspection of the gel cards, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. No definitive root cause was determined for the reported incident. The fe performed gel camera adjustments and generated a new reference image returning the instrument to its expected operation. Cd log files were returned to mts for additional investigation. A review of the cd log files did not contain the required information to confirm or rule out a misreading by the gel camera.